Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working properly, as it remained dimpled. The patient underwent a surgical intervention in which his pump was explanted and replaced. He remains stable after the intervention.

Manufacturer narrative:
Investigation summary: laboratory analysis was unable to confirm the reported allegations of pump collapsed/dimpled/flat and mechanical non-conformance. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected, microscopically examined, leak tested and functionally tested. The pump passed all the tests. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working properly, as it remained dimpled. The patient underwent a surgical intervention in which his pump was explanted and replaced. He remains stable after the intervention.